Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot gd893743, and no issues were detected during the manufacturing of this batch. Should additional information become available, a follow-up report will be submitted. Date of event is unknown.

Event description:
This is report 3 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient was hospitalized for vomiting and low potassium (onset not reported). On an unreported date, the patient experienced peritonitis. The cause of peritonitis was unknown. Treatment for all reported events was not reported. The patient was discharged from the hospital and was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).